Event description:
During the procedure, the preface sheath tip was reported as "frayed". No other detailed info was provided regarding how the tip ended up in the described condition. The procedure was completed successfully w/o any adverse event to the pt.

Manufacturer narrative:
Product was discarded by the facility/ not returned for investigation. (B)(4).